Manufacturer narrative:
With the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled. This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise.

Event description:
It was reported that at a routine follow-up appointment, device interrogation revealed a signal artifact monitoring (sam) event had occurred due to artifacts from the right atrial (ra) channel. This resulted in the automatic disabling of the minute ventilation (mv) sensor. It was noted that the patient has been chronically in atrial fibrillation (af). A single, low, out-of-range pacing impedance measurement (<200 ohms) was also seen from the ra lead. Boston scientific technical services was contacted and it was confirmed that the false positive sam event occurred due to the chronic af. It was recommended to disable ra lead sensing and sam re-programming was also provided. The device was reprogrammed to resolve the event and no adverse patient effects were reported.